Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code ) was due to multiple defective components on the computer/analog board, causing fault. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code.